Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited third-party instrument was stuck in the channel tube, which has been removed. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel tube was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). User can detect and prevent the suggested event by following IFU below. Detection method is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.